Event description:
A prefilled 5ml single-use syringe of heparin lock flush solution 100 units/ml (B) (4), lot: 916211c, exp date 06/10/2011- obscures the full expiration date with the black rubber stopper on the end of the plunger. The syringe is clear with the expiration date and lot number printed on the barrel of the syringe in black type. The black rubber stopper on the end of the plunger rests over the day portion of the expiration date -printed on the syringe as 10 jun 2011-, making it extremely difficult to read. Dose or amount: 5ml prefilled syringe. Route: IV.